Event description:
New information indicated that the patient was seen in the clinic for a persistent high, high voltage (hv) lead impedance. Programming change was made on 4 may 2026. All other parameters tested well. The patient was in stable condition.

Event description:
It was reported that the clinic received a remote transmission indicating high voltage (hv) lead impedance exceeded the upper limit. During the in-office assessment, the hv lead impedance confirmed the high out-of-range impedance, a significant increase from its stable baseline. The finding is consistent with a lead fracture. No intervention was made. The patient was asymptomatic.